Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), cartridge holder damage. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-105nngyna was requested and customer response was the device will be returned.

Manufacturer narrative:
Adhesive code 3194 not accepted by the system. Per visual inspection: inpen was received cartridge holder completely chewed with reservoir stuck inside cartridge holder as well as a completely cracked dose knob and exposed electronics, therefore unable to perform any further testing. Also found dosing window missing. Unable to pair to commercial app or manufacturing app due to complete destruction of inpen making it impossible to conduct testing. Inpen received with leadscrew 1/4 of travel. Cartridge holder broken off plastic pieces stuck inside inpen/cartridge holder cavity. During deconstructive analysis found leadscrew and cartridge stop rotating together when dispensing due to broken bayonet bond. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Unable to perform leadscrew reset torque test due to bayonet bond failure. Inpen passed front cap investigation with test cartridge holder. In conclusion: inpen received completely damaged cartridge holder with dose knob destroyed exposing electronic with broken bayonet bond making it impossible for further testing. Therefore customer's concern of dog chew marks and cartridge holder damage is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.